Event description:
Reporter calling to report health problems as well as ongoing legal problems related to the cervical spine implant that was implanted in (B)(6) 2015. Reporter states the implant has caused muscle pain and spasms, nerve pain, and "airway problems" for her. Reporter also states she is experiencing "abnormal bone growths" throughout her body due to the implanted device and that her doctors and medtronic "experimented on me" with the use of the device. Reporter states she has contacted medtronic regarding her problems and has been involved in the legal filings ever since.